Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump oil, catalytic converter and oil mist filter and oil were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad 100nx sterilizer. One healthcare worker (hcw) experienced a reaction of eye irritation that was mild and lasted one hour. The hcw did not seek or receive any medical attention/treatment and is reported to be "okay." The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2018 to (B)(6) 2018 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The parts were not available for return and further analysis. The assignable cause of the smoke/haze issue are the vacuum pump oil, catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed thesterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).